Event description:
It was reported by service report that the foot end lift was drifting down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in actuator.